Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the wall adapter. The pump was able to be charged successfully with an alternate wall adapter. The customer¿s blood glucose was 125 (mg/dl). Replacement wall adapter sent to customer.